Manufacturer narrative:
Adverse event or product problem, outcomes to adverse event: the patient required revascularization of the target vessel. This is being reported as a follow-up to the clinical study. Report source: foreign: (B)(6)/ study name- (B)(6): patient ID (B)(6). PMA/510k: PMA number is not applicable. The device is a non-commercial product with a ce mark that was used as part of a clinical study. Device evaluated by MFR: during the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical registry that during the index procedure on (B)(6) 2016, two stellarex catheters were used to treat the target lesion of the left mid sfa. Approximately 20 months post index procedure, the patient experienced left sfa occlusion. A successful revascularization of the target vessel was performed on (B)(6) 2018. The physician indicated this is unlikely related to the study device or procedure.